Manufacturer narrative:
Additional information provided in h.6 and h.10. The phaco handpieces were not returned for evaluation. The manufacturing device history record (DHR) of each of the potential handpieces ((serial number (s/n) 1902303701x and s/n (B)(6) used in the procedure were reviewed. Based on qa assessment, the products met specifications at the time of their respective release. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The handpiece (hp) was received for evaluation. A visual assessment of the returned sample found no visual non-conformities. The handpiece was connected to a resistance test box, where its input and output impedance were found to be within specification. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test the temperature of the hp was measured and was found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specification. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification handpiece became warm and has poor phacoemulsification. The surgeon indicated in surgery where the cataract is hard, the handpiece is not useful.